Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a backup plan per healthcare professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.